Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an urgent care visit to the local diabetes center due to high blood glucose. The blood glucose reading was over 600 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming no delivery and her infusion set cannula was bent. Nothing further was reported.